Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional cracked from repeated use. Attempts have been made to retrieve additional information and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed. Visual evaluation of the provisional stemmed tibial shows signs of repeated use (nicked or gouged) and is cracked along the stem. Returned product has damage consistent with repeated use which indicates no manufacturing deficiency occurred. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue was due to repeated use of this instrument over its almost 09-year field life; which causes wear and tear to the instrument and led to the fracture. Per package insert, all instruments/provisional should be inspected carefully prior to each use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.